Manufacturer narrative:
The AED and battery pack associated with this event, as well as an unopened set of defibrillation pads (lot code d070714-04) were received by defibtech. The defibrillation electrodes that were reportedly used during the event (lot number d121113-01) were not received. The AED and battery pack were attached to a pt simulator set to ventricular fibrillation (vf) a shockable rhythm. The AED analyzed the cardiac rhythm and appropriately recommended a shock. The AED charged in preparation for shock delivery, and when the shock button was pressed the AED delivered a defibrillation shock, within specs, to the simulated pt. This test was repeated two add'l times, each time the AED successfully delivered a defibrillation shock, within specs, to the simulated pt. Although the electrodes used during the event were reported to have been discarded, a set of defibrillation electrodes from the same lot that was used during the reported event (d121113-01) was obtained. The AED, battery pack and electrodes were attached to a pt simulator set to vf. The AED analyzed the simulated pt's cardiac rhythm and appropriately recommended a shock. The AED charged in preparation for shock delivery, and when the shock button was pressed, the AED successfully delivered a defibrillation shock to the simulated patent. This test was repeated two add'l times, each time the AED successfully delivered a defibrillation shock to the simulated pt. No device malfunctions were identified. The device is functioning as designed. Testing of the returned AED and battery pack, as well as defibrillation electrodes from the same lot used during the event could not replicate the reported problem, the devices were shown to function as designed. Although the AED testing attempted to replicate the same configuration used during the reported event, we were not able to examine or test the actual defibrillation electrodes used, as they were discarded by the user after the event. Without the defibrillation electrodes, we cannot say for certain whether there was a problem with the electrodes. The exact cause for this reported event could not be determined.

Event description:
Examination of the event record reveals a pt whose cardiac rhythm was ventricular fibrillation (vf); a shockable rhythm. During the first analysis period, the AED recognized vf and appropriately advised shocking the pt. The AED prepared for shock delivery and the user pressed the shock button as directed by the AED. The AED software then detected a hardware abort of the shock delivery during the first phase of the bi-phasic discharge. The AED then announced "shock cancelled" and "service required". The AED then directed the user to perform CPR, CPR was performed for 2 mins an then the AED commenced a second analysis period. Prior to the 2nd analysis period completing, it appeared that the pads were removed from the pt. Somewhat later the AED was powered down at which point it would have announced "service required". The AED software performed as designed; no software malfunctions are evident. Furthermore, there is insufficient info in the event record to determine the precise reason for the AED hardware aborting the shock delivery.

Event description:
On (B)(6) 2015 it was reported by an international distributor that a man in (B)(6) between 40 and 50 years of age gad a sudden breakdown while he was unloading a trunk. First aid was started directly and the AED arrived after approx 3 minutes. The AED advised and delivered a shock. CPR was performed for 2 minutes. During the second analysis period it was reported that the AED stated "service needed". They say they were not able to operate and AED anymore, so they continued CPR. Shortly after, the ambulance arrived and removed the pads to apply their own instruments. The reamination went on for almost one hour- and it was reported that the person was not resuscitated.

Manufacturer narrative:
Although requested, to date, neither the device nor the accessories associated with this complaint have been received. The electronic history from the AED was reviewed and the file shows that the device was deployed for a rescue attempt on (B)(6) 2015 with a shock delivery error. The investigation remains open, and no conclusions can be made at this time. Should add'l info become available a follow up MDR will be submitted.